Manufacturer narrative:
Age at time of event: 18 years or older (B)(4). Device evaluated by MFR: the returned product consisted of a sterling balloon catheter. The balloon was loosely folded with contrast and blood in the balloon and lumen. There were numerous shaft kinks. There was tip damage. Microscopic inspection revealed a longitudinal tear in the balloon material. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in a limb. A 4.0mmx20mmx40cm (4f) sterling¿ balloon catheter was selected for use to pre-dilate the lesion. However, during preparation when the physician tried to inflate the balloon, the balloon ruptured outside the body and did not inflate. The procedure was completed with another of the same device. No patient complications were reported.